Manufacturer narrative:
A visual inspection of the returned device confirmed the stated failure mode. The drive shaft fractured at the first pinned joint closest to the tightening knob. All pieces were returned. The device was manufactured in 2017 and exhibits signs of extensive wear/usage. A fracture may occur due to a static or fatigue failure mechanism, if sufficient forces are transferred through the shaft during impaction. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during impaction, impactor broke. No delay or injury reported. A backup device was available.